Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one inappropriate treatment from the lifevest in response to double counting and one non-lifevest defibrillation. From 07:36:18 to 07:53:05, the patient's rhythm was intermittently in vt at 100 bpm. The rhythm transitions to an idioventricular rhythm at 80 bpm. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 07:54:15, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 80-40 bpm. At 08:02:45, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment event was a fine vf with electrode lead fall off. The patient's post-shock rhythm was asystole with CPR/motion/tactile artifact and electrode lead falloff. The defibrillation occurred 13 seconds into the detection sequence. The lifevest typically requires 25 seconds of sustained vf above the rate threshold to deliver a treatment shock. At 08:32:24, the patient's rhythm was an idioventricular rhythm at 20 bpm with CPR/motion artifact. At 09:12:07, the device was shutdown.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.